Event description:
This case is cross referenced with case: (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns (B)(6) female patient who received treatment with synvisc one and later after 3 days of receiving injection patient knee was infected. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for right knee arthritis in right knee. On the same day, patient called back that afternoon stating that she was in a lot of pain. Patient said that she had not experienced pain like this before. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. Patient called back on (B)(6) 2017 to tell us that she went to urgent care and was told that her knee was infected (latency: after 3 days of receiving injection). Patient was given an antibiotic shot and pain meds. Patient was brought into office next day on (B)(6) 2017 and her knee was aspirated. The fluid was sent for culture. No cultures were grown but the patient did have an increase in white blood cells and her fluid differential/ polycytes were elevated. Corrective treatment: antibiotic shot, pain meds for knee was infected; not reported for device malfunction outcome: not recovered for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 09-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had infection in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Manufacturer narrative:
Additional lot number: 7rsl019, expiration date: 01-may- 2020.

Event description:
This case is cross referenced with case:(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns 68 year old female patient who received treatment with synvisc one and later after 4 days of receiving injection patient knee was infected. Also device malfunction was identified for the reported lot number. No past drug and concurrent condition was provided. Medical history included anxiety, depression, epilepsy, lung disease, osteoarthritis, osteoporosis and stomach ulcers. The patient had no known drug allergies. Concomitant medication included tiotropium bromide (spiriva), phenobarbital, ergocalciferol and dexlansoprazole (dexilant). On (B)(6) 2017 , the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl019, expiry date: 01-may- 2020) for osteoarthritis. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for right knee arthritis in right knee. On the same day, patient called back that afternoon stating that she was in a lot of pain. The same day, patient had increased pain and swelling. Patient said that she had not experienced pain like this before. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. Patient called back on (B)(6) 2017 to tell us that she went to urgent care and was told that her knee was infected (latency: after 4 days of receiving injection). Patient was given an antibiotic shot and pain meds. Patient was brought into office next day on 05-dec-2017 and her knee was aspirated. The fluid was sent for culture. The patient did have an increase in white blood cells 1+ and her fluid differential/ polycytes were elevated. Streptococcus viridians identified from the body fluid culture from broth but there was no growth on plated culture and nos on gramstain. On (B)(6) 2018, there was no growth, wbc were normal and no signs and symptoms of infection. Corrective treatment: antibiotic shot, pain meds for knee was infected; not reported for device malfunction outcome: recovered/ resolved forboth events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. The production and quality control documentation for lot # 7rsl019 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl019 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2018 there are 17 complaints on file for lot # 7rsl019: (17) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling to determine if a CAPA is required. Seriousness criteria: required intervention for both events follow up was received on 17-jan-2018. Global ptc number was added. Additional information was received on 09-apr-2018 from the nurse. Therapy details of synvisc one were added. Outcome for the event of knee was infected was updated as recovered/ resolved. Concomitant medications and medical history were added. Clinical course was updated and text was amended accordingly. Follow up was received on 09-apr-2018. No new information was received. Additional information was received on 13-apr-2018. Global ptc number and results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 9-apr- 2018: this case concerns a patient who suffered from joint infection after treatment with synvisc injection. The causal role of the drug cannot be denied for the event however the product has been identified from the recalled lot from the company.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns 68 year old female patient who received treatment with synvisc one and later after 4 days of receiving injection patient knee was infected. Also device malfunction was identified for the reported lot number. No past drug and concurrent condition was provided. Medical history included anxiety, depression, epilepsy, lung disease, osteoarthritis, osteoporosis and stomach ulcers. The patient had no known drug allergies. Concomitant medication included tiotropium bromide (spiriva), phenobarbital, ergocalciferol and dexlansoprazole (dexilant). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl019, expiry date: 01-may- 2020) for osteoarthritis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for right knee arthritis in right knee. On the same day, patient called back that afternoon stating that she was in a lot of pain. The same day, patient had increased pain and swelling. Patient said that she had not experienced pain like this before. Patient was told to rest, ice and elevate and take anti-inflammatory drugs. Patient called back on (B)(6) 2017 to tell us that she went to urgent care and was told that her knee was infected (latency: after 4 days of receiving injection). Patient was given an antibiotic shot and pain meds. Patient was brought into office next day on (B)(6) 2017 and her knee was aspirated. The fluid was sent for culture. The patient did have an increase in white blood cells 1+ and her fluid differential/ polycytes were elevated. Streptococcus viridians identified from the body fluid culture from broth but there was no growth on plated culture and nos on gramstain. On (B)(6) 2018, there was no growth, wbc were normal and no signs and symptoms of infection. Corrective treatment: antibiotic shot, pain meds for knee was infected; not reported for device malfunction outcome: recovered/ resolved forboth events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for both events follow up was received on (B)(6) 2018. Global ptc number was added. Additional information was received on 09-apr-2018 from the nurse. Therapy details of synvisc one were added. Outcome for the event of knee was infected was updated as recovered/ resolved. Concomitant medications and medical history were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: based on the available information, temporal relationship can be established between the events and suspect product.furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.